Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undersensing was occurring during an agonal rhythm. An alert was also noted to have been triggered for non-sustained episodes and short v-v intervals. The patient expired.